Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil. Selected flow: 2. Device interaction/functional. Visual inspection: the visual investigation under microscope clearly identifies that the cruciform recess is badly damaged post-manufacturing. The visible signs clearly indicates improper use as root cause for the damage. Therefore it was not possible to pick-up the screw with the screwdriver as intended. The edges of the recess are plastically deformed as result of excessive applied mechanical force while use (see attached pictures). We have to assume that the screwdriver was not properly aligned with the screw when applied torsional force while insertion. The screwdriver could not be attached to the screw as result of the damaged recess. Therefore this complaint is confirmed. The received condition of the screw agrees with the complaint description and the complaint can be replicated. Functional test: a functional test cannot be performed because of the above described damages. Dimensional inspection: it is not possible to measure the relevant dimensions because of the damages already described. Document/specification review: not required per selected investigation flow as device use could be identified as root cause for the reported problem. No product problem could be identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Additional procodes: gxr, jey. Lot number is unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Reporter email address is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the surgery on (B)(6) 2018, the screw driver was not able to be hold the screw. The surgery was finished without any other problem, although it was not reported how the surgery was completed. There was no surgical delay and there was no adverse consequence to the patient. This report is for a titanium (ti) matrixneuro screw self-drilling 4mm. This is report 1 of 2 for (B)(4).